Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead integrity alert and the patient received inappropriate shocks for ventricular tachycardia. It was also reported that all ventricular fibrillation (vf) therapies were exhausted, and there was over-sensing/noise seen on the vf episode. Additionally, the shock therapy delivered was less than what was programmed; below maximum energy was delivered. The physician asked the family to take the patient to the hospital with the intention to ¿turn off the therapies and replace the lead.¿ no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the lead displayed high impedance, was possibly fractured, and the inappropriate therapy that was previously delivered was due to noise. The lead was removed and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.